Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Unexpected flashing red light appears intermittently during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 18 bolus deliveries on the event date of 08/10/2024 at 07:15:10.000 to 23:42:10.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Unable to verify customer's complaint for high bg's. Exposed to moisture was confirmed found on the electronic assembly, motor, battery tube, and force sensor. Cosmetic damage was confirmed at the back of the pump. Keypad anomaly (flashing red light when it should not) was confirmed during testing due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, exposed to moisture, damage (physical or cosmetic), keypad/button unresponsive/button error. The customer reported blood glucose value of 260 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1780kl, mmt-399a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-399a.